Event description:
It was reported by getinge fse that the cardiosave intra-aortic balloon pump (iabp) unit had pneumatic interface module (pim) failed. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.